Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium secondary set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that chemo secondary tubing fell apart.

Manufacturer narrative:
The customer reported tubing fell apart, and returned 3 used, and one unopened samples of material 10013364t, lot 22109056. A total of 4 samples were returned. Upon initial visual examination, the sets verified the complaint of separation at the drip chamber. The 3 sets that were open/used were all separated, the one representative, unopened sample did not separate. The gives a total failure count of 3 samples. The samples were examined under a microscope and insufficient solvent was found at the tubing/drip chamber connections of the 3 used sets. The manufacturing plant found the root cause for the separation issue to be related to incorrect solvent application during assembly. A device history record review was performed, and this lot was released 04oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The plant upgraded the solvent dispenser from medegen to medica, under an engineering change on (B)(6) 2023 in addition, a solvent dispenser fixture was added under an engineering change record, and was released on june 25th, 2024 to assure the correct assembly between the tubing/drip chamber.